Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was disconnected, and orders were processed. A technical support specialist (tss) observed that the system was freezing and performed a reboot of the carefusion coordination engine (cce) to resolve the issue. The tss checked with the customer, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. E1: initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that abd pyxis¿ es server orders not processing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.